Event description:
It was reported that the ventilator failed pre-use check. There was no patient involvement. Manufacturer's ref. #: (B)(4).

Manufacturer narrative:
It was reported that the ventilator failed pre-use check. Identification of issue has been done by analyzing problem description. The cause of the pre-use check failure was flow sensor defect, however the device was repaired by third company, therefore information which test failed and which sensor was exactly defective cannot be provided. The issue was decided to be reported as the issue may have underlying causes that may affect essential functions. There was no patient involvement. Unfortunately, neither the device's logs nor the claimed part were available for further analyze, therefore the root cause to the reported issue has not been determined. H3 other text : 4112